Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that frequent double-counting or r-waves were observed on the right ventricular (rv) lead. It was noted the r-wave had been small since implant and a large number of sensing integrity counter (sic) was observed at each interrogation, along with high premature ventricular contractions (pvc). Multiple reprogramming options to resolve the double-counting were discussed. Several programming changes were attempted, however, it is unknown if the issue was resolved. At this time, the rv lead remains in use. No patient complications have been reported as a result of this event.